Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to reset the pump, and the issue did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support if the issue happened again, and they acknowledged the instructions.